Event description:
Caller reported damage to the pump housing and usb port, which impacted the ability to charge the pump and caused it to shut down. The shutdown did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Customer decided to continue using their current pump with multiple daily injections (mdi).